Manufacturer narrative:
This event occurred in (B)(6). The customer has stopped using this cobas 8000 c 702 module for testing. The customer has configured a rule in their middleware system to help detect this issue if it were to recur. The field service engineer replaced the rinse tubing. The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable albp albumin bcp results for one patient tested on a cobas 8000 c 702 module. The patient's initial result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on a different analyzer. The patient's initial albumin result was 68 g/l, and the patient's repeat albumin result was 44 g/l. The customer confirmed the repeat result was correct and the physicians were notified of the corrected result. The albumin reagent lot number was 53793901 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer change several cell rinse station nozzles, springs, and holders. He confirmed the module running within specifications. The investigation did not identify a product problem. The cause of the event could not be determined but appeared to be resolved by the service actions.